Event description:
The device was implanted on (B)(6) 2010 and an isoline lead was connected to the ICD (B)(4). Reportedly, the patient was admitted to the hospital because he received 80 shocks therapy. Preliminary analysis revealed that the pattern of most of the recorded episodes clearly suggested a lead issue (dislodgement, insulation failure, conductor fracture). Because of the high frequency of this phenomenon, evaluation of a re-intervention was recommended.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.